Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused sinus issues, headache, cough and dizziness. The patient did report to receive medical intervention and was hospitalized 2 times in the last year. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The sections b1, b2, h1, and h6 have been corrected or updated in this report as follows: sections b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code has been corrected in this report.